Event description:
It was reported that the user experienced hyperglycemia with glucose readings in the 300s after maladapting the meal algorithm by announcing incorrect meal sizes, prompting a factory reset and assistance with ilet setup and app-to-pump pairing, along with education on best practices for restarting. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer support review, remote guidance on device setup and pairing, and user training on proper meal announcements. Investigation of this case revealed use error related to meal size entries contributing to hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcements.